Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 27. Details of surgery: implant surface not completely covered with bone and bone overheating. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, swelling, bleeding, abscess and inflammation. No further patient complications were reported.